Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the triple platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6) the disposable kit is not available for return because it was discarded by the customer. This report is being filed due to a device malfunction, that has the potential for injury.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.